Manufacturer narrative:
Patient initials are (B)(6). Exact patient weight is (B)(6). Date of postoperative device migration is unknown. This report is for two (2) unknown 5.0mm stardrive locking screws. Without a valid part and lot number, the UDI is not available. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to suspected non-union. The original procedure, which was performed on (B)(6) 2015, was intended to treat a hip fracture by implanting a trochanteric fixation nail-advanced (tfna) construct. It was determined post-operatively that the blade had cut out and migrated. At the time of revision, the blade was locked with the nail. During the revision, the original implants were removed and the patient was revised to a tfna 125 degree nail and a tfna screw. The surgeon indicated that an insufficient amount of time existed between surgeries, so a nonunion could not be confirmed. There was no reported delay in the surgery. This report is for two (2) unknown 5.0mm stardrive locking screws. This report is 3 of 3 for (B)(4).